Event description:
It was reported that this this patient with a pacemaker system presented to the emergency room with a heart rate in the 30 beats per minute range and increased fatigue. It was noted that the right ventricular automatic threshold (rvat) test outcome was 3.0 volts, but the right ventricular (rv) lead pacing output is only programmed to 2.5 volts, indicating rv loss of capture. Boston scientific technical services (ts) noted there was possibly asystole greater than two seconds observed in a stored rhythmiq episode. Ts discussed performing a rv threshold test using a programmer and increasing the programmed rv pacing output with the healthcare provider (hcp). The device remains in-service. No additional adverse patient effects were reported.